Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded far-field r-wave oversensing. The physician would like advice on programming. Latitude data was reviewed, and boston scientific technical services indicated the far-field r-wave signals appeared to occur following right ventricular (rv) sensed beats. This could impact the tachy detection during sustained ventricular arrhythmias as real ventricular tachycardia would not be satisfied due to the far-field r-wave signals labelled inappropriate as atrial beats. It is therefore important to review the current blanking periods to enable appropriate tachy detection. Atrial undersensing was also observed. Technical services provided programming options and suggested to review the current sensitivity settings and adjust accordingly to ensure the atrial signals are sensed. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded far-field r-wave oversensing. The physician would like advice on programming. Latitude data was reviewed, and boston scientific technical services indicated the far-field r-wave signals appeared to occur following right ventricular (rv) sensed beats. This could impact the tachy detection during sustained ventricular arrhythmias as real ventricular tachycardia would not be satisfied due to the far-field r-wave signals labelled inappropriate as atrial beats. It is therefore important to review the current blanking periods to enable appropriate tachy detection. Atrial undersensing was also observed. Technical services provided programming options and suggested to review the current sensitivity settings and adjust accordingly to ensure the atrial signals are sensed. No adverse patient effects were reported. This device remains in-service.